Manufacturer narrative:
Therapy cable. Physio-control evaluated the device and observed a broken low voltage pin in a -006 therapy cable. Physio-control replaced the cable with a -007 therapy cable per field action, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control initiated this field action on 08/30/2005, and then swapped this customer's therapy cables on 11/2005 and again on 03/2006, when the swap for this customer was considered complete. Physio-control has continued to monitor this customer for undetected cables. No -006 therapy cables had been observed until this reported incident. The reporter stated they did not know how the -006 cable had been obtained and placed into service.

Event description:
According to the report, "attempted to externally pace a bradycardic patient. When pacer button pushed, display continuously says 'connect cable', although cable was correctly connected. Had to use fire department's lp12 to treat patient". There were no reports of any adverse affects to the patient as a result of the device use.